Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing o-ring (reservoir tube), cracked battery tube threads,cracked case (battery tube), serial number label fading, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery compartment is cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.